Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as "low"; although specific value was not provided, and the meter bg reading was 404 mg/dl. Reportedly, the customer had taken medication known to cause the system to display false values. Tandem technical support educated the customer on medications known to affect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom g6 user guide - taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may falsely raise your sensor glucose readings.